Event description:
The manufacturer received information alleging a ventilator was alarming for high temperature. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "high temperature" alarms were observed in the ventilator's downloaded error log. The device's outlet flow path thermistor was replaced to address the issue.